Manufacturer narrative:
The system has been used after the event without incidents. The investigation is ongoing.

Event description:
The user facility in france reported that during the fragmentation phase, without audible alert, the phacoemulsifier switched to max suction mode with rupture. The suction triggered on its own when the surgeon had operated at the bottom of the groove, and without warning. The patient experienced edema/inflammation and a vitrectomy was impossible due to local anesthesia. The patient's best corrected visual acuity is 1/20.

Manufacturer narrative:
The field service technician on site reported this is applicative problem and not equipment problem, other surgeons use stellaris without problem. Suspected isolated cassette malfunction affecting vacuum control or a momentary software/configuration glitch. User-specific factors may have contributed, as the surgeon was relatively inexperienced. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
Additional information: the surgeon indicates she doesn't have enough experience yet, but here are a few points to consider: during surgery of (B)(6) 2025, the 3 parts iol was inserted in the sulcus despite in the capsular bag as planned. Currently the patient presents with inflammation with ongoing treatment. Va was 2/10 which increased to 7/10 but it was not final as the patient presents a risk of retinal detachment. Additional medical intervention was anterior vitrectomy. No further information provided.